Event description:
(B)(4). The end user states the unit will shut down after 4 minutes of operation. He states the unit only has 5 or more hours on it. The provider was also on the line to do the return from order number (B)(4).